Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information available.

Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit had foreign material present throughout the device. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus ultrasound colonovideoscope had foreign material present in the air/water channel, as well as the cylinder, and the auxiliary channel. There was no patient involvement during this event.